Event description:
It was reported when the hemodialysis treatment was completed, the femoral catheter was pulled. The nurse noticed that the tip of the catheter broke. The physician was notified and the patient was transferred to radiology department for x-ray. The tip of the catheter was retrieved the following day with no complications.

Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the manufacturer for evaluation. A review of the manufacturing/inspection records indicated that all device specifications and quality requirements were satisfied. When the investigation is completed, a final report will be submitted.